Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod identified internal corrosion, with cracks observed in both the top and bottom housing. The device was originally reported for an occlusion alarm.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Corrosion was observed on all internal components. Due to the corrosion observed, a leak test was completed. A leak was observed on the unexposed portion of the soft cannula. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. All three batteries were measured to have lower than expected voltage. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined. The investigation was able to determine that the internal tear allowed for fluid to leak into the internal components of the device, however it could not conclusively determine if it contributed to the reported event. Cracks were observed in the top and bottom housing of the pod. It could not be determined when or how these cracks occurred. The investigation could not conclusively determine if the cracks contributed to the observed internal corrosion or the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.